Manufacturer narrative:
Investigation ¿ evaluation: the ncircle tipless stone extractor was not returned for evaluation and no photographs were provided. Without the complaint device, a physical investigation was not able to be completed. A review of documentation, instructions for use, and specifications was conducted. There is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record was not able to be performed as the device lot number was not provided. A review for additional complaints for this device lot was also not able to be completed without the device lot number. Based on the provided information a definitive root cause could not be established. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The area representative reported that the doctor made comments regarding dissatisfaction with the ncircle tipless stone extractor. As reported, the doctor mentioned our basket does not hold up as well as another brand device. The doctor has evaluated and noted breakage and noticeable wear using the ncircle tipless stone extractor basket. No unintended section of the device remained inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence.